Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.